Event description:
It was reported that the device was used during a laparoscopic gastric bypass. After the first firing, the device jammed and would not cut or staple. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Pinion axle support. Eval summary: the analysis result found that the long45a device in good visual condition and with no reload present. The firing mechanism was noted to be damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the left shroud pinion axle support was found damaged. While no conclusion could be reach on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. A batch record review was performed and no anomalies were found during the manufacturing process.